Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 10116u149) was advanced to the mitral valve, and the clip was placed. Then during the deployment sequence, the lock line could not be removed at all. Therefore, the clip was re-opened and the cds was removed with the clip attached. It was noted that when the cds was removed from its packaging, the red cap was not on. The cap was placed back on and the cds was prepared without issue. The procedure continued with a new clip. The second clip was successfully deployed. Then a third cds (00928u173) was advanced to the mitral valve to further reduce mr. However, the posterior gripper would not fully lower. The gripper arm would only lower halfway during simultaneous and single use. The clip was inverted to the atrium and the troubleshooting was performed. But the gripper would still not fully lower. The cds was removed with the clip attached. The procedure continued with a new clip. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.